Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that while performing performance verification testing, it was observed that the device was displaying an error code 1200 patient disconnect message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual is version t. Biomed is reporting the blower is working correctly. Biomed has confirmed the machine and proximal hoses are connected correctly. It was advised the recommended repair is to replace the v60 flow sensor assembly. Investigation is ongoing.